Event description:
The consumer reported that they were unable to charge. A reposition antenna screen was seen and they could not communicate with another external device. An antenna locate session was attempted but was not successful. The indication for use was spinal pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.